Manufacturer narrative:
Date of event estimated. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. One month follow up, the patient presented with shortness of breath and increased mr with a grade of 4. The clip was confirmed to be attached to both leaflets and no tissue damage was noted. There was no treatment performed at this time. A redo mitraclip procedure is scheduled for a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported dyspnea appear to be a cascading event of reported mitral regurgitation (mr). A cause for the reported recurrent mr could not be determined. The reported patient effects of recurrent mr and dyspnea as listed in the instruction for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.